Manufacturer narrative:
Additional information : additional information/correction: it was also reported that the blue cap was "hard to take off" resulting in the tubing coming apart from the connector. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which noted a separation between the power injectable tubing and two piece luer lock. The reported condition of tubing separation was verified. The cause of the separation could not be determined. The reported condition of difficulty with cap removal could not be verified through photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a extension sets with one-link needle-free lv connector. The reporter stated that the tubing came apart from the connector. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.